Event description:
Intra-operatively of a left rtsa, it was reported via clinical study that the patient experienced a humeral fracture - greater tuberosity. The action taken during the procedure was orif/suture repair of tuberosity and the outcome of this event remains continuing. The clinical report indicates that this event is unlikely related to the device(s) and possibly related to the procedure.

Manufacturer narrative:
(D10) concomitant device(s): 300-30-06 - equinoxe preserve stem 6mm: b154808, 322-42-00 - 145-deg pe 42mm hum liner +0: b203340, 322-10-00 - humeral adapter tray, +0: b207116, 320-06-42 - glenosphere 42mm: b168017, 320-15-06 - rs glenoid plate ext cag +10mm cage peg: b127571.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.